Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. Corrected fields: b5, d10, e1, e2 (health professional mistakenly marked as no on initial report), g2 (company representative is not applicable to this event) and h6 (health effect - impact code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the ceramic tip broken occurred due to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). The event can be detected and prevented by handling the device in accordance with the following instructions for use: ¿4. Before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1. Inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion no dents no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
The issue was found during a routine maintenance, no procedure or patient involvement.

Manufacturer narrative:
E1:(B)(6). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had broken ceramic tip but did not enter the patient's body. The cystoscopy procedure was completed with same device. There were no reports of patient harm.